Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderate tortuosity and no calcification. The aortic neck angulation was 15 mm long, 22-24 mm in diameter, and angulated 45 degrees. It was reported that the talent bifurcated stent graft and the iliac limb were successfully implanted. The physician used a reliant balloon to model the stent graft at the proximal aortic neck, and the balloon was completely within the stent graft. However, when modeling the bifurcated stent graft (MFR report # 2953200-2010-01329), the graft was inadvertently pulled down 5 mm, resulting in a proximal type I endoleak. The physician elected to intervene by placing an aortic cuff (MFR report # 2953200-2010-01330), which resolved the endoleak. The physician intentionally implanted the aortic cuff partially covering the right renal artery to obtain a good seal, as the patient has been on dialysis prior to the stent graft procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results: endoleak, angulated aortic neck, balloon.